Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Phone number not provided by customer.

Event description:
The customer reported that the 35v supply failed alarm sounded. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. E/cs 1118, 1127, 111b, 111d and 1117 were found in the error log. When the device was checked in detail, the blower motor, pressure sensor, flow sensor and mc pcba were broken. The manufacturer¿s international service technician replaced the blower motor, gas delivery system (gds) and the motor controller (mc) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The component failure u10 on the motor controller (mc) pcba created the 1117, 111d, 111b, 1127 and 1118 error codes. The buildup dust on the impellers and contamination on top of motor shaft did not affect the function of the blower assembly.